Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances measuring above 3000 ohms. It was also noted noise oversensing which led to an episode of inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted, and further in office testing was recommended. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances measuring above 3000 ohms. It was also noted noise oversensing which led to an episode of inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted, and further in office testing was recommended. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances measuring above 3000 ohms. It was also noted noise oversensing which led to an episode of inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted, and further in office testing was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was explanted and replaced due to therapy upgrade to a dual chamber system.